Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the usb cable was damaged and the wall adapter would no longer work to charge the pump. It was also reported that battery gauge was fluctuating and the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose value was 177 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source.